Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including hyperlipidemia (hld).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 3000tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 8 years, 6 months due to unknown reason. The tavr was performed with a 20mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 3000tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 8 years, 6 months due to regurgitation with recurrence of sub-aortic membrane. The patient presented with dyspnea, chest pain, fatigue, dizziness, and nausea. The tavr was performed with a 20mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.